Event description:
Account reported an incident in the pediatric unit in which rn drawing blood from injection site when injection site "herniated and blood splashed in nurse's eye." Rn flushed eye and blood samples obtained from pt and rn to conduct hepatitis and aids testing. Device being used with interlink cannula. Anecdotal reports of other occurrences.